Event description:
It was reported that the black tip of the resectoscope broke off inside the patient's uterus during hysteroscopy, dilation and curettage (d&c), and intrauterine device (iud) insertion. The tip was removed from the uterus using the loop of the resectoscope. An x-ray was performed, which revealed no radiopaque retained fragments of the scope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause is not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.